Event description:
On 11/19/96, the facility contacted the MFR. And reported that 13 devices are being returned as the plastic is discolored and yellow.

Manufacturer narrative:
Thirteen devices from various lots were returned to the MFR and have been analyzed as follows: the lps 3006 infusion sets received were from the following lots: 41003m, MFR'd on 9/30/94; 4e07m, MFR'd on 5/20/94; 6a62m, MFR'd on 2/12/96; 3b29m, MFR'd on 2/25/93; 5k58m, MFR'd on 11/30/95; 4h37mr, MFR'd on 11/16/95; lot numbers 2f01m, 2k28m, and 6f010m could not be located. A visual examination confirmed that the epoxy on the units had turned yellow; however, there is no functional effect. The device yellowing is believed to have been caused by environmental conditions (i.e. Exposure to heat/sunlight) under which the devices were stored. In addition, the report of the thirteen yellow infusion sets involved several different lot numbers, MFR'd by two different vendors, over a time span of three years and all reports were from the same customer. Therefore, the MFR believes that these events are isolated incidents not attributable to the device, but to device storage conditions. The facility will be notified of our review of this incident. No further information is available. The MFR is now closing its file on this event.